Event description:
The patient had over 40 shocks due to noise on the rv lead. The device is now eos. It is unknown at this time if the lead will be explanted or capped. (B)(6) 2014 - this lead and ICD were explanted on (B)(6) 2014 and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.